Manufacturer narrative:
Additional product code hrs. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the inner part with the screw of the sterile tube got stuck in the outer part. There was no medical procedure or delay reported. There was no patient consequence. This complaint involves eleven (11) devices. This is 3 of 9 for report (B)(4). Related product complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 207.050ts, lot: 4l47950, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 18, 2019, expiry date: april 1, 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part part: 207.050, lot: 4l22221, manufacturing site: grenchen, release to warehouse date: april 12, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: product received assembled in closed inner sterile barrier system (inner tube + inner cap) and closed outer sterile barrier system (outer tube + outer cap). Functional test: the investigated part does not reflect the failure mode described as per complaint description. The inner tube can be removed from the outer tube without any visible conspicuity. The functionality of disassembly acc. To usage guide sterile tube packaging emea is given. Document/specification review: drawings and revisions are in accordance to DHR of production lot 4l47950. All relevant features are defined on the used drawing revisions of DHR of production lot 4l47950. Summary: the investigation of the received part does not show any failure mode, which is related to the addressed event description. Accordingly, no failure investigation and next steps are required. The complaint is rated as unconfirmed and not valid from manufacturing point of view, as the part is fully functional. Unfortunately we are not able to determine the exact reason for this occurrence, but we assume that during the operation an application error may have taken place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.